Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 180 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, failure to capture and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that this lead exhibited high pacing impedance out of range and failure to capture at high capture threshold. It was then observed that the lead exhibited a conductor fracture. Subsequently, the lead was explanted and successfully replaced. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysiis.

Event description:
It was reported that this lead exhibited high pacing impedance out of range and failure to capture at high capture threshold. It was then observed that the lead exhibited a conductor fracture. Subsequently, the lead was explanted and successfully replaced. No additional adverse patient effects. The lead is expected to be returned for analysis.